Event description:
Auto clave machine was on and tech was in another room and heard a noise like a small fire cracker from the room the auto clave was in. When she went in to the room the power light was on and all other lights were off - pressure was down. She turned off the power and opened the auto clave door to examine the cassettes, the cassettes were ok but not sterlizied. Company was called and came and took machine. We were given a rental until it could be replaced.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.